Event description:
It was reported that the patient had a syncopal episodes due to the implantable cardioverter defibrillator (ICD) appropriately withholding detections. The device was explanted and replaced. No further patient complications have been reported as a result of this event.